Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to blood glucose levels in the range of 40 mg/dl. The customer stated that he was watching television at home when his wife got home and found him unconscious. The customer stated that his wife called the paramedics at that time. The customer felt that the event was not insulin pump related, and declined troubleshooting. Nothing further was reported.